Event description:
Nuisance alarms associated with upstream occlusion when infusing dexamethasone. Contributing to distractions and alarm fatigue, increasing infusion times. Manufacturer response for infusion pump, (brand not provided) (per site reporter). Clinicians may continue to use spectrum v8 and spectrum iq infusion pumps by following on-screen instructions, infusion setup instructions in the preparing the pump and IV sets and programming the pump sections, and upstream occlusion alarm troubleshooting in the alarms section of the operator¿s manual. Be aware that if an upstream occlusion remains after the run/stop key is pressed, the pump may appear to be infusing normally, though it may be infusing below the programmed rate or not infusing at all. If you suspect that you resumed an infusion without clearing an occlusion, stop the infusion by pressing the run/stop key, clear the occlusion, and restart the infusion. According to spectrum¿s IFU: o reinforce the importance of completely spiking the IV container, removing the blue slide clamp completely from the keyhole, disengaging the blue slide clamp completely from the IV tubing, checking that the IV tubing is clear of any kinks or collapsed sections, ensuring the roller clamp (if present) is released prior to infusion start, and ensuring that rigid and semirigid containers are properly vented. After starting the infusion, verify that drips are flowing in the drip chamber. According to spectrum¿s IFU: o reinforce that the time to detect an upstream occlusion may be extended if infusing at flow rates below 5 ml/hr. At very low flow rates, it may take several minutes to see drops in the drip chamber. When responding to an upstream occlusion alarm, do not press the run/stop key prior to inspecting the IV tubing and resolving any occlusions, as described above. If an upstream occlusion is not fully cleared above the pump and/or within the pumping channel, an upstream occlusion alarm may not reoccur.